Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken and there was resistance inserting the dilator. The sheath was replaced and there was resistance when inserting the dilator, but the sheath was used for the procedure. There was no patient consequence reported. Additional information was received on the event. The valve on the proximal end of the sheath broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. The sheath was not being used on the patient. Resistance occurred when inserting the dilator into the sheath. There was no occlusion when irrigating the sheath. The sheath was narrowed. The catheter/needle was still able to be moved through the sheath. They were inserting the needle into dilator. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The issue described as broken/separated/detached was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken and there was resistance inserting the dilator. The sheath was replaced and there was resistance when inserting the dilator, but the sheath was used for the procedure. There was no patient consequence reported. The device evaluation was completed on 03-mar-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 09-mar-2022, a correction was noted to the 3500a follow-up #1 as in h10. Additional manufacturer narrative it should have included, ¿an internal corrective action has been opened to investigate the conditions observed in the hemostatic valve.¿